Event description:
It was reported that the expansion cylinder was broken. No pieces were left in patient.

Manufacturer narrative:
Alleged failure: surgeon drilled with proper disposable cinchlock flex drill bit. Nitinol wire inserted into pilot hole to keep orientation for the anchor. Anchor was inserted and sutures tensioned appropriately. Surgeon squeezed deployment lever and normal sound of anchor deployment did not happen (no audible click). When he tried removing the inserter the wire inside the handle seemed to get stuck inside anchor, and he had to pull a few times to get it to release. A second anchor was used for the next position and that worked correctly. He attempted a third anchor and the wire got stuck inside a second time, and broke off inside anchor when he removed the inserter handle. The 2 anchors he had trouble with seemed to hold the suture in place, and repair was successful. Update: per investigation results another cat02643, fg, cinchlock flex knotless anchor with inserter was returned with a broken expansion cylinder and bent pull wire. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes could be: 1) user unfamiliarity with device, 2) incomplete lever actuation, 3) use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the expansion cylinder was broken. No pieces were left in patient.